Manufacturer narrative:
A review of the manufacturing records for the other gore® excluder® aaa endoprostheses could not be conducted as the lot/serial numbers are not available. It is unknown which of the two implanted devices were involved in the reported type I endoleak (rlt or pxc- unknown lot/serial numbers). Images were requested but not available. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and component migration. Additionally, the IFU states: incorrect deployment or migration of the endoprosthesis may require surgical intervention. On (B)(6) 2018, MFR report # 3013164176-2018-00025 was emailed to FDA for the unintentional coverage of the renal artery. As the date of the follow up cta when a distal type I endoleak and a device migration were identified is unknown ¿ (B)(6) 2018 will be used as the event date.

Event description:
On an unknown date in 2014, the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that on an unknown date follow up computed tomography angiography (cta) revealed a distal type I endoleak originating around the distal portion of the device in the left common iliac artery. Upon review of the follow-up cta, the physician speculated that a gore® excluder® aaa endoprosthesis featuring c3® delivery system had migrated, but did not have final CT images of original procedure to confirm if this was the original implanted position or if migration had occurred. On (B)(6) 2018, the patient underwent endovascular procedure to repair a distal type I endoleak and a prophylactic treatment of aneurysmal disease progression in the infrarenal segment of the aorta, proximal to the gore® excluder® aaa endoprosthesis featuring c3® delivery system using a gore® excluder® aaa endoprosthesis aortic extender component (pla360400/17311886). Reportedly, the aortic extender component was deployed higher than the renal artery and contrast injection illustrated delayed kidney perfusion. To improve and protect flow to the left kidney, the physician gained wire access to the left renal artery from the left femoral artery and stented the left renal artery with a 6mm x 22mm atrium v12 covered stent. While attempting to flair the atrium stent the physician inadvertently pushed the stent deeper into the renal. A second boston scientific innova bare metal stent was used to bridge from the renal ostium to the atrium stent. Final angiography illustrated delayed perfusion of the kidney. It was reported that a contralateral leg component (plc121000/17390124) was deployed successfully resulting in the repair of the distal type I endoleak. Additionally, the left internal iliac artery was embolized by coil. The cause of the device migration and the endoleak is indeterminate. The distal end of the device was approximately 1cm proximal to left internal iliac artery. There is no sequela regarding this patient.